Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that is "broken unknown problem". This condition was found in a nursing home. The quality engineer later identified the broken door to be the as determined problem; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an unknown problem was confirmed during product evaluation. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be filed if any additional details become available.